Manufacturer narrative:
A philips field service engineer (fse) reviewed the device log and confirmed that an unintentional shutdown had occurred. The fse was unable to reproduce the phenomenon but determined that the main control board of the device is defective and would need to be replaced. The main board was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the device froze and suddenly shut down. The device was in use on a patient at the time of the event. There was no adverse event reported.